Event description:
The item is a knee sleeve, designed to support the knee joint. It slips over the foot and is pulled up to mid-thigh height. The knee sleeve in question has a hard plastic / silicone 'glue' at the top which is designed to hold the sleeve in place and not slip down. I wore this sleeve as directed for 7 continuous hours and after, the design of this 'glue' was burned into my skin for 24+ hours. The marks were red and consistent with some sort of allergy which I have never had before. There is also a lack of info from the MFR about what this 'glue' material is actually made of. (B)(4). MFR website url: ultraflexathletics.com. Purchase date: (B)(6) 2019 this date is an estimate.